Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audible and vibratory features. The audible reading was found to be within specifications. A warning was reproduced with sound the feature set to vibrate; pump gave the appropriate vibration. The vibration feature was found to be operating within specifications and the complaint could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audible and vibratory tones were nonfunctional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.